Event description:
The account alleged that the left coiled cable was cut and bare metal wires were visible.

Manufacturer narrative:
The account's maintenance replaced the left coiled cable to repair the bed.